Event description:
Started smoking - oral-b [device catching fire]. Case narrative: consumer via phone stated that their oral-b toothbrush that was plugged up to charge started smoking. No injury was reported. 28-feb-2023 case update: the suspect product was oral-b power rechargeable toothbrush handle 3765. The suspect product lot was bc803151943. No injury was reported.

Manufacturer narrative:
15-mar-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filled out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Started smoking - oral-b [device catching fire]. Case narrative: consumer via phone stated that their oral-b toothbrush that was plugged up to charge started smoking. No injury was reported.